Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a doctor that the customer got hospitalized due to high blood glucose with unknown blood glucose levels at the time of the incident. No further information was provided. The caller did not mention how they treated the customer. The caller did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The doctor requested for a rep to come and set up the pump. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.